Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of bacteria was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned with alkazyme detergent, neo clean brush and olympus bw-412t brushes. The scope was manually disinfected with peracetic acid. The scope was not stored. The culture was taken immediately after the scope was disinfected. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the channels of the evis exera iii gastrointestinal videoscope. The scope tested positive for twenty-eight (28) colony forming unit (cfu) of serratia marcescens. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue lifted and their was insufficient angulation however, these defects alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.